Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, only the proximal portion of the lead was returned. Visual inspection confirmed insulation damage at 277-285 mm and the suture sleeve had not been secured. The insulation damage may have contributed to the lower than expected impedance measurements and may have been caused by entrapment in the clavicle-first-rib region. Analysis did not confirm a lead fracture. Further detailed analysis revealed arcing damage of the distal and proximal high voltage conductor cables. Due to the arcing damage, analysis could not confirm whether therapy could be successfully delivered.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, it was noted this right ventricular (rv) lead was fractured. Impedance measurements were lower than expected. No issues were noted with the left ventricular lead. A revision procedure was performed. During the lead removal, it was noted the left ventricular lead (model 4554 sn (B)(4)) was adhered to this lead and dislodged during the rv lead removal. A decision was made to remove both leads. Upon removal of this lead, visual inspection revealed a fracture at the suture sleeve location. This lead was replaced successfully and will be returned for analysis. No adverse patient effects were reported.